Event description:
The customer complains blood leak during the treatment. The pt only had 15 minutes left of dialyzing so pt opted to beonde for the day. The pt status is good, no harm and no medical intervention was needed. The blood loss is 275 ml.